Event description:
Pt safety director reported the following: the nurse was modifying a standing order in the electronic health record when a new screen opened and the adjusted weight was inadvertently changed to actual weight. Due to an obese pt, the guardrail limits were exceeded and the heparin had to be programmed as a basic infusion. Use of actual weight resulted in calculation of a higher than intended rate for the heparin infusion that was programmed. The pt was over coagulated, had a bleed and was transferred to ICU. The pt safety director stated this was not an infusion pump problem; it worked as designed. The problem is with the electronic health record used in the hospital. Ultimately the pt was fine and they are looking at their internal medication system.

Manufacturer narrative:
MFR's report date: 05/11/2011. (B)(4). The complaint of an over infusion of heparin could not be confirmed. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. No product return is expected. The root cause of the customer's experience was not identified however, it is likely that the over infusion is due to an incorrect pt weight entered into the electronic health record as reported by the customer.